Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. In this case, although there have been attempts to receive further information regarding the device and event, no additional details were provided from the surgeon. The devices were not returned to edwards for analysis because it remains implanted in the patient. The device history record (DHR) reviews were not able to be completed as information regarding these devices remains unknown. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that eighteen (18) patients required pacemaker implantation post-implantation of this bioprosthetic aortic heart valve. As reported, a surgeon contacted edwards regarding these patients whom required permanent pacemakers (ppm) post-implantation of this device. The implant duration of the bioprosthetic aortic valve prior to ppm remains unknown. No additional details provided.